Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting loss of capture in the bipolar mode with changing thresholds. The ipg was reprogrammed to the unipolar mode and the thresholds stabilized.